Event description:
It was reported that the patient with this lead experienced hiccups and physician had to move the lead. Patient is no longer experiencing symptoms. This lead remains in service. No adverse patient effects were reported.